Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected and it was found with a reddish material and a hole in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and a high force sensor error was displayed. Then, the force sensor feature was tested and high force readings was displayed at the carto screen. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed for the finished and no internal action was found during the review. The customer complaint regarding force issue was confirmed during the product investigation. The blood inside the pebax area found could be related to the reported issue. The root cause of pc board issue cannot be determined. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that after the thermocool® smart touch® sf bi-directional navigation catheter was inserted zero could not be obtained. The cable was changed but the issue continued, the issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported force issue (zeroing) is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. The complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. During evaluation on 8/21/2020, the complaint catheter was inspected and found with a reddish material and a hole in the pebax. Internal parts was exposed. This findind was assessed as an MDR reportable malfunction since the device integrity was compromised. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through product analysis on 8/21/2020 and reassessed as MDR reportable.